Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a hole in the right cylinder which caused the device to not work. The procedure was completed with no patient clinical consequences.

Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event, as sharp instrument damage was identified. However, product analysis concluded that identified broken fabric treads in the cylinder was the most probable cause of the reported event. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the ams700 ipp cylinders were visually inspected and leak tested. Cylinder 1 has a leak that was the result of sharp instrument damage consistent with explant damage; hole with broken fabric treads was present in proximal cylinder body. Cylinder 1 has broken fabric treads attributed to wear in cylinder body. Cylinder 2 has broken fabric treads in rear tip bonding; no leak was found. Both cylinders had wear at fold in proximal cylinder body. The kink resistant tubing of both cylinders were identified to be cut down to the input sleep junction; tubing was not returned for analysis. The ams 700 momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event, as sharp instrument damage was identified. However, product analysis concluded that identified broken fabric treads in the cylinder was the most probable cause of the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a hole in the right cylinder which caused the device to not work. The procedure was completed with no patient clinical consequences.